Event description:
Per complaint (B)(4), a hand driver got stuck in a patient's dental implant during initial placement. The implant was removed and replaced within the same procedure. No adverse patient consequences were reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation.